Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited chirping noises while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited chirping noises, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the freedom driver exhibited chirping noises while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the exterior and interior components revealed no anomalies. During the investigation, the driver was tested and passed all pressure test requirements, including all cardiac output (co), right atrial pressure (aop), pulmonary atrial pressure (pap) and left atrial pressure (lap) performance metrics associated with normotensive and hypertensive patient simulator settings. The driver was then tested for an additional 73 hours and performed as intended with no anomalies, alarms or chirping noises. The chirping noise reported by the customer was not reproduced during the investigation. The driver was serviced and passed all final performance testing. The reported issue posed a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.